Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this right atrial (ra) lead exhibited an alert for high out of range atrial pacing impedance. Technical services (ts) reviewed device data and confirmed ra pacing impedance was greater than 3000 ohms. Also, it was reported there was oversensing of noisy signals on this ra lead causing the crt-d to deliver inappropriate atrial tachy response (atr). Also, pacing was at the maximum tracking rate. Ts suspected this ra lead was fractured. Ts recommended performing isometrics in office and reprogramming options. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.